Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring. The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. The insulin pump was received with broken belt clip slot. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment plastic rim was broken off. The customer reported that the reservoir popped out. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.